Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a bilateral paravaginal repair with bilateral sacrospinous fixation cystocele repair with xenform mesh reinforcement tot procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached with the needle. The detached piece was stuck in the capio carrier. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An examination of the returned capio¿ slim revealed that device has the cage bent and severely damaged. The carrier is able to extend and retract without issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a bilateral paravaginal repair with bilateral sacrospinous fixation cystocele repair with xenform mesh reinforcement tot procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached with the needle. The detached piece was stuck in the capio carrier. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.